Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/ 1650de / manufacturing date: 12/19/2015 / expiration date: 12/31/2016 / UDI: (B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 19/14/2015 / expiration date: 09/30/2016 / UDI: (B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 03/23/2016 / expiration date: 03/31/2017 / UDI: (B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 03/09/2016 / expiration date: 03/31/2017 / UDI: ((B)(4). Battery - (B)(4) / 1650de / manufacturing date: 09/09/2015 / expiration date: 09/30/2016 / UDI: (B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 09/13/2015 / expiration date: 09/30/2016 / UDI: (B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 09/09/2015 / expiration date: 09/30/2016 / UDI: ((B)(4). Battery - (B)(4)/ 1650de / manufacturing date: 02/25/2015 / expiration date: 02/29/2016 / UDI: ((B)(4).

Event description:
It was reported that there was battery switching. The log files were sent. The batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4), an ac adapter (B)(4) and nine batteries (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the non-returned battery's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller, ac adapter and eight batteries (B)(4) revealed that devices passed functional testing and visual inspection. An attempt was made to replicate the power switching issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and an unknown battery with a serial ID of "0". A communication error prior to the smr upgrade most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0". The sealed state does not impact normal operation. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections and implement corrective actions as required. (B)(4) passed visual inspection failed functional testing as test equipment was unable to adequately communicate with the battery. This was due to a sealed state of the battery; an attempt to reset the flash memory was able to reestablish communication with test equipment. The last cycle count that was recorded for the unknown battery was 118. Testing revealed that (B)(4) registered a cycle count of 118. This finding suggest that the battery with a serial ID of "0" was likely (B)(4). The most likely cause of the "0" serial number ids are batteries that experienced a communication error. An internal investigation has been open to evaluate the communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4), an ac adapter (B)(4) and ten batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, ac adapter and nine batteries (B)(4) revealed that devices passed functional testing and visual inspection. An attempt was made to replicate the power switching issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller in use contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval.  Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and an unknown battery with a serial ID of "0".  A communication error prior to the smr upgrade most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0". The sealed state does not impact normal operation. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. (B)(4) passed visual inspection failed functional testing as test equipment was unable to adequately communicate with the battery. This was due to a sealed state of the battery; an attempt to reset the flash memory was able to reestablish communication with test equipment. The last cycle count that was recorded for the unknown battery was 118. Testing revealed that (B)(4) registered a cycle count of 118. This finding suggest that the battery with a serial ID of "0" was likely (B)(4). The most likely cause of the "0" serial number ids are batteries that experienced a communication error prior to the smr upgrade. Heartware has opened an internal investigation to address communication errors on non-smr controllers. The most likely root cause of the reported event can be attributed to momentary disconnections and loss of communication between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Bat216173 cat. Number: 1650de exp. Date: 03/31/2017 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.